Event description:
This report is being filed after the subsequent review of the following literature article: mckenna et. Al. (2005): a prospective, randomised controlled trial of femoral ring allograft versus a titanium cage in circumferential lumbar spinal fusion with minimum 2-year clinical results. Eur spine j 14: 727-737. United kingdom (UK). Between february 1998 and october 2002, 83 patients were recruited for the trial: 45 were randomised to receive the titanium cage (tc) and 38 to receive the femoral ring allograft (fra). Five patients were excluded on the basis of technical infringements (unable to insert tc in four patients and fra in one patient due to the narrowing of the disc space). From the remaining 78 patients randomised, 37 received the fra and 41 received the tc. Of the 41 patients implanted with tc, there were 23 females and 18 males, ranging age was 29-65 years. Posterior stabilisation was achieved with translaminar or pedicle screws. The titanium implant used in this study was the syncage. The translaminar screw fixation or pedicle screw fixation used in this study was click¿x. Complications reported: no deep infection was seen in any patient in the trial. Superficial infection was occurred in 1/41 patients in the tc group. Vascular injuries to the common iliac vein occurred in 3/41 patients in the tc group and were primarily repaired without further complication. Retrograde ejaculation was seen in 1/41 patients in the tc group. Transient radiculopathy was seen in 3/41 patients in the tc group. Bowel perforation occurred in 1/41 patients in the tc group. There were four dural tears noted during the insertion of translaminar screws, none of which were explored or repaired primarily. Four patients implanted with the tc subsequently developed breakage of the translaminar screws, which required revision with pedicle screw fixation. Two of these patients had single-level fusions and two had two-level fusions. There were no cases of broken translaminar screws in the femoral ring group. This report refers to four dural tears noted during the insertion of translaminar screws, none of which were explored or repaired primarily. This is report 3 of 3 for (B)(4). This report is for an unknown click¿x screw(s), unknown lot, unknown quantity.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional produce codes: nkb, mnh, kwp, kwq. This report is for an unknown click¿x screw(s), unknown lot, unknown quantity. (B)(4). There were four dural tears noted during the insertion of translaminar screws, none of which were explored or repaired primarily. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.